Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: multiple attempts of vessel prep were performed. The stent would not cross through the calcium despite multiple attempts. The stent became lodged in the calcium during one of the attempts to cross the lesion. Resistance was noted during withdrawal of the device as it was lodged in the calcium. It was believed that the death was more a result of the anatomy and plaque burden causing the dislodgement. Correction: it was reported that there was heavy calcium present in the proximal lad and after non compliant (nc) balloon prep, the stent met resistance in the proximal lad and became stuck in the proximal vessel. When the device became stuck/lodged in the calcium during delivery it resulted in stent dislodgment. Annex a and e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion located in the proximal left anterior descending (lad) artery. The lesion exhibited severe calcification with calcium reported in the vessel. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and the device became stuck during delivery. Upon removal of the stent catheter, it was observed that the stent was no longer secured to the balloon, indicating stent dislodgment. An unsuccessful snare attempt was made to retrieve the dislodged stent, which was not recoverable. The patient expired during the procedure.

Manufacturer narrative:
Additional information: during the procedure, the left circumflex artery was noted to have ostial disease that protruded and was treated with a 2.5x15mm onyx frontier stent that was positioned and deployed to profile and post dilated with the stent balloon up to 18 atms pressure. Following this, an attempt was made to use the 2.5x18 mm onyx frontier stent. Attempts made to advance the 2.5x18 mm onyx frontier stent were met with difficulty adjusting the stent in the appropriate position. The dislodged stent was retained in the distal left main and the bifurcation of the lad and the left circumflex. Difficultly was encountered when trying to remove the dislodged stent from the patient's vasculature. Multiple attempts were made to retrieve the undeployed stent with snare technique as well as inflating the balloon past the stent and trying to retrieve the undeployed stent. Following multiple attempts, help and assistance of second cardiologist was requested. Despite a combined approach it was not possible to retrieve and snare the stent. The decision was made to laminate the stent across the left main and wires were reintroduced with exchange to a sturdy wire through a turnpike catheter. Following this, a sequential ptca was carried out and increased lamination of the undeployed stent was carried out following which a 3.0x15mm frontier onyx stent was positioned and deployed and sequentially post dilated. The completion angiogram showed timi 3 flow in all distribution. There was no evidence of restenosis or thrombus. The patient was on dapt at time of the event. The physician documented in the patients cause of death that the patients status post left heart catheterization was hypotension, cardiac arrest, coronary artery disease and hypertension. There were no reported issues with the 2.5x15mm and 3.0x15mm onyx frontier used during the procedure. Patient age, weight and sex provided. Patient medical history provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.